Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rpl600-1, serial number/date code unknown. The owner's manual part number 1078987 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Mark stated their patient fell a foot away from his seat, and the piece that had fallen off the lift hit the gentleman, but there was no injury. Mark did not have the serial number at this time and will call back with it. Also, he stated he was unable to give further information about the patient due to the hippa law. MDR filed.